Manufacturer narrative:
The unit is being returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The customer started with lox on (B)(6) 2019. Has 2 pieces. 30 liter vessels and 2x2 parallelly connected stroller with a flow of 10.0 lpm. The patient's husband fills at least two strollers per day but that day since they would be gone for longer time so, needed all four strollers. The first two strollers were filled without problems. He waited for two hours, dried and filled in the other two. When the filling of one of the last strollers was completed and it was to be removed from the vessel, it was frozen. Just at that time an involuntary depletion of the vessel occurred. There was no injury.

Manufacturer narrative:
The unit was returned for an evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.